Event description:
During implant attempt, the physician experienced difficulty passing the wires through the membrane of the lead tip. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found, but proximal conductor was distorted and distal conductor had blood on it; full lead returned and analyzed.